Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of the incident. The customer used manual injections to treat. The customer stated several set insertions hurt. The customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer stated their infusion set kept kinking causing the high. The customer had a low 4 days before the high. Troubleshooting was not completed for the high. The insulin pump will not be returned for analysis. Frn-mmt-326-reservoir.